Event description:
The customer reported that the system will not boot up completely and won't reload the software.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep replaced the generator software. The unit is working as intended.